Event description:
The international customer reported the patient circuit test failed during extended self testing due to a leak at the inspiratory non-rebreathing check valve. The device was not in use on a patient. The manufacturers field service engineer confirmed the reported problem. The service engineer reported the check valve was physically damaged. The reported damage may result in blocked airflow through the gas path of the assembly. The service engineer replaced the check valve to address the reported problem. Extended self testing was completed and passed to operating specifications.

Manufacturer narrative:
Results: check valve.